Event description:
The dealer reported that the footrest on the power chair was breaking in half. This issue could prevent a user from obtaining the needed support for the feet creating the potential for the user to slip and fall out of the chair and being injured.